Manufacturer narrative:
The baxter technician found four casters needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. The technician replaced four casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that centrella med-surg had brakes not holding while in brake. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.